Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called in response to a letter received regarding usage of insulin pump. Customer reports of not being on pump therapy since (B)(6) 2013 when she was hospitalized due to a heart attack. Customer states that insulin pump was not inserted into the body properly causing kidney failure and elevated potassium which lead her heart to stop; as a result, customer had a quadruple bypass. Customer was completely off of pump therapy since (B)(6) 2014. Customer also reports of being hospitalized in (B)(6) 2014 due to diabetic related reasons and in (B)(6) 2014 for unknown reasons. Customer inquired and was assisted with supply donation information since she had no plans of going back on insulin pump therapy. No further information provided.